Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 patient reported she has a large air bubble in her insulin cartridge. Verified the air bubble is "large" and that is located in the middle of the insulin cartridge if she places the infusion device on the battery compartment end. Patient stated she is almost out of insulin and plans to change her cartridge soon. Attempted to troubleshoot the concern and have her prime the air bubble from the insulin cartridge, but patient advised she is able to do this on her own. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.